Manufacturer narrative:
(B)(4). The pro245 device was returned for evaluation and visually and functionally tested on (B)(6) 2022. Complaint was confirmed for clip being partially detached from the delivery system and was returned with the orange tab pulled from the handle and the deployment cable pulled past the distal sutures. The sutures were intact at the distal end, deployment of the clip had been initiated by the orange tab being removed from the handle unintentionally. Device also failed for locking in articulation and clip fully closing. These failure modes were not included in the complaint description.

Event description:
On (B)(6) 2021 a (B)(6)-year-old male patient underwent an off-pump heparinized hybrid rf ablation and left atrial appendage management (laam) procedure. The pro245 device was placed on the appendage but would not fully release from the applier. Clip was removed from the chest without issue or injury to the patient. The procedure was delayed 30 minutes and there was no harm to the patient. Upon evaluation of the device on (B)(6) 2022, it was determined that the device was misassembled and if this malfunction were to recur, there is a potential for serious injury. This is a device malfunction with no patient injury.